Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during setup for an unspecified procedure and prior to the patient entering the room, the image on the flex deflectable videoscope appeared distorted. No patient harm was reported.